Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had black screen and device not communicating. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had black screen and device not communicating. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen and not communicating. A field service engineer (fse) investigated the display issues and the main station showed no display, even in complete isolation, and a 10-minute shutdown did not resolve the issue. The backlight and barcode scanner powered on, but no information appeared on the screen. The engineer consulted with customer from pharmacy, who provided a replacement all-in-one display. After installation, the station powered on correctly and displayed information. The station became fully functional, and after the application launched, the customer logged in and confirmed successful patient data access and fingerprint recognition. The system functioned as intended after the field service engineer repaired the device.